Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka cori-assisted surgery, an error related to the retraction speed of the real intelligence robotic drill occurred. As a result, a change to manual procedure was required, after a non-significant delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill rob10013, (B)(6), was used during surgery, and was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed, and the reported scenario was not confirmed. A kpc test was performed, where the retraction time test was ran many times. The handpiece passed all tests and the retraction times was always between 37 and 38. The drill was disassembled for further investigation. The exposure motor was tested and passed. The carriage was opened and it was discovered that both carriage bearings run rough. The bearings were replaced with new bearings from stock. A kpc test was performed where the handpiece passed all tests. A test case was performed and was completed without any failures occurring. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with exclusive grease, jammed carriage bearings, or intermittent exposure motor. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.